Manufacturer narrative:
(B)(6).(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was unable to prime. The reporter stated that the bag of lactated ringers solution was spiked, but even with force and squeezing the bag, the set would not prime. The reporter stated that all of the connections were checked and tightened prior to use, and that there was no visible damage or obstruction in the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.